Event description:
A peritoneal dialysis registered nurse \[(pd)rn]" reported that this pd patient required a pd catheter (not a fresenius product) removal due to peritonitis. Additional information was obtained during follow-up with the pdrn. The patient was initially experiencing slow drains during treatment. The patient's surgeon thought there were fibrin clots and scheduled surgery to dissolve the clots. The surgery was scheduled for (B)(6) 2025. The patient went in for the day surgery, and the surgeon found the patient to have peritonitis. The pd catheter was pulled that day and the patient was transitioned to hemodialysis (hd). The pdrn does not have any information pertaining to culture results or antibiotic therapy as the cultures were obtained in the hospital. The clinic does not have records from the hospital. The pdrn stated there was documentation that the patient also had adhesions when the catheter was removed. The patient is now completing in-center hd. The patient is expected to try pd again after several months of letting the abdomen rest. The cause of the peritonitis is unknown. The pdrn confirmed that no cassette leak was reported prior to the peritonitis diagnosis.

Manufacturer narrative:
Correction: g3: the date received was incorrectly reported on the follow up submission of this MDR as 11/18/2025. The correct date is 11/25/2025.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis registered nurse \[(pd)rn]" reported that this pd patient required a pd catheter (not a fresenius product) removal due to peritonitis. Additional information was obtained during follow-up with the pdrn. The patient was initially experiencing slow drains during treatment. The patient¿s surgeon thought there were fibrin clots and scheduled surgery to dissolve the clots. The surgery was scheduled for (B)(6) 2025. The patient went in for the day surgery, and the surgeon found the patient to have peritonitis. The pd catheter was pulled that day and the patient was transitioned to hemodialysis (hd). The pdrn does not have any information pertaining to culture results or antibiotic therapy as the cultures were obtained in the hospital. The clinic does not have records from the hospital. The pdrn stated there was documentation that the patient also had adhesions when the catheter was removed. The patient is now completing in-center hd. The patient is expected to try pd again after several months of letting the abdomen rest. The cause of the peritonitis is unknown. The pdrn confirmed that no cassette leak was reported prior to the peritonitis diagnosis.